Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient has experienced discomfort described by the patient as burning/heating sensations at the ipg site (with stimulation turned on), since implant. It was noted the sjm met with the patient for reprogramming, which did not resolve the issue. The sjm representative also advised the patient to turn the scs system off if the issue persists. Follow-up information revealed turning the system off did not resolve the sensations. The patient stated she believes "fat" has formed around the device which could be causing the issue. Subsequently, the patient may undergo surgical intervention at a later date as the next course of action.